Event description:
It was reported that a pump started beeping very loudly and then ran. After a while, the pump stopped running, alarmed and displayed "no disposable". Pump did not stop beeping until batteries are removed. This happened with the 2 pumps of the patient, 3 times in one week with different batch of cassettes. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Manufacturer narrative:
Lot number is confirmed to be 4227745. The device manufacturer date was incorrect, in the initial report. The expiration date details were not provided, in the initial report.